Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in her ribs. Computerized axial tomography (cat) scans confirmed lead migration. The physician confirmed that the pain was related to the permanent implant procedure. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.